Event description:
The device was used during a colectomy procedure. The staples did not form properly in the middle of the staple line but formed properly on the proximal and distal ends. The surgeon applied manual suture. The hospital has reported no pt injury occurred.